Manufacturer narrative:
Ni

Event description:
A customer reported using cidex® opa solution at a temperature lower than what the instructions for use (IFU) states. There is no report of infection, injury or harm to patient(s) associated with this issue.. They state their cidex® opa solution is at 19.8 degrees celsius and want to know if they can soak for a longer period of time at that temperature. The customer was advised to follow the IFU which states the solution must be at 20 degrees celsius for high level disinfection for 20 minutes. As a matter of policy, advanced sterilization products (asp) has decided to report cases where a customer does not follow the IFU when processing their scopes in cidex® opa solution since asp is not able to guarantee it has been high level disinfected.

Manufacturer narrative:
The customer confirmed they did not use the solution when it was below the minimum required temperature of 20 degrees celsius. They were only inquiring if it was okay to use. This is an inquiry only, and not a reportable complaint.